Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/08/2016 with the following findings: the black box and alarm history showed ¿cs 144¿ empty cartridge alarms. During testing, the pump powered up with auditory and vibration alerts. The ¿cs 144¿ alarm was simulated and the pump gave the appropriate audible and visible alert therefore the investigation was unable to duplicate the initial complaint about an ¿audio tone issue¿. The pump¿s cover was removed and no intermittent condition was found to the piezo circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that on one occasion, the empty cartridge alarm was displayed on the pump but there was no sound with the alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.